Event description:
It was reported that the extensions were implanted underneath the patient's throat making it hard for the patient to swallow. There was also trouble programming the stimulator; they were not able to get it to function. The patient was seen by a second physician who did a MRI which revealed the leads were in the wrong position. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.